Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.